Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning during fill 2 of 3. The patient stopped treatment and while removing the cassette, the patient found a lot of fluid leaking out of the cycler. There was fluid in the pump module area of the cycler and fluid on the external cassette. There were no visible holes in the cassette. In a follow up, the pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient was able to let the cycler air dry overnight and has been using it since with no further issues. The cycler is not available to return.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning during fill 2 of 3. The patient stopped treatment and while removing the cassette, the patient found a lot of fluid leaking out of the cycler. There was fluid in the pump module area of the cycler and fluid on the external cassette. There were no visible holes in the cassette. In a follow up, the pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient was able to let the cycler air dry overnight and has been using it since with no further issues. The cycler is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.